Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock leaked. The customer's blood glucose (bg) level ranged from from 400 mg/dl to 600 mg/dl. The bg level was addressed by the customer changing the infusion set and resuming insulin delivery from the pump.